Event description:
--

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory visual inspection revealed that the lead was damaged most likely due to twiddler's syndrome.

Event description:
Boston scientific received information that right ventricular (rv) lead and associated device displayed noise, oversensing, undersensing and loss of capture. The lead also displayed low pacing impedance measurements. Of note, during the implant of this lead access was gained quite medially due to patient anatomy. The physician suspected this to have caused an acute bend at the access point. The patient was subsequently seen for a revision procedure where it was found that the system had been twiddled. The system was explanted and replaced. There were no adverse patient effects reported. The lead and device have been returned for analysis.

Manufacturer narrative:
(B)(4). The product is currently undergoing analysis. When additional information becomes available, this report will be updated.